Event description:
It was reported that a revision surgery was needed to remove and replace misplaced screws that were placed using the excelsius gps system.

Manufacturer narrative:
Case logs were not provided so an investigation could not be performed. It was reported that the excelsiusgps failed in automatic fiducial detection of the intraoperative CT fixture (ict) and that t1 and t2 implants were misplaced. The user also reported a landmark check revealed navigation was off inferiorly. If a landmark check fails, it is recommended to re-register the patient. The observed overall risk is low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. The cause of the reported issue can be traced to user technique.